Event description:
It was reported the patient experienced a shocking sensation going down their right leg into their foot over the past 2 weeks when urinating. This followed patient's unrelated gastric bypass surgery on (B)(6) 2010 and loss of 100 pounds. As a result of the surgery, patient's pocket was loose, "the stim was sticking out" and the patient accidentally "hit the unit" on things. Additional information has been requested and will be made available as follow up as it becomes available.

Manufacturer narrative:
(B)(4).